Event description:
It was reported that the centrimag console emitted an s3 alert. The client was instructed to take the centrimag console out of service and it was disconnected from the patient. The patient did not suffer any hemodynamic consequences and the console was to be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of an s3: system fault alarm. The centrimag motor (serial number unknown) was not returned for analysis, and the cause of the s3 alarm was isolated to an issue with the returned centrimag console. The motor was not correlated to the root cause of the reported event. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (doc. #(B)(4)) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.